Event description:
On july 3, 2010, the reporter contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. It is not known what date/time the alleged issue began. However, the reporter claimed that the patient developed a symptom of thirstiness at an unknown time after the alleged issue began. The reporter refused to provide any additional information and was unwilling to answer any additional questions. It is not known if the patient received any treatment because of the alleged issue. During the call with the customer service representative (csr), the reporter did not have test strips for troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom of thirstiness which can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.date of birth not provided.